Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented to the clinic after receiving a vibratory alert. The device was found to be in backup vvi mode. A successful software download was performed, and the device was restored to normal device function. Patient was in good condition.